Manufacturer narrative:
The date of the event was reported an unknown day in (B)(6) 2017. (B)(6). (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Air was reportedly observed in an unspecified number of non-dehp extension sets with 1.2 micron filter. The reporter stated that this led to an occlusion of the filter. This occurred during infusion of 20% lipid emulsion in the neonatal intensive care unit (nicu). The sets were being used with a non-baxter pump. There was no patient injury or medical intervention associated with this event. No additional information is available.